Manufacturer narrative:
(B)(4). Employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a thr on (B)(6) 2020 - suffered subsequent post operative dislocations. Upon further investigation it as discovered that the incorrect femoral head was implanted that did not match the pinnacle liner that was implanted. Both head and liner were removed and exchanged. This error was not picked up at the time of original surgery despite the implants being visually checked by three separate people in the theatre prior to opening and subsequent implantation, nor did the surgeon recognize the error post final reduction during the primary surgery. The writing on the boxes can sometimes be blurred/obstructed by glare from the lights and seams from the dust proof wrapping around the implants prior to opening. Speed and lack of attention may also have been a factor, but the exact cause is unclear and all parties involved in the primary surgery have discussed the issue and agreed to take more care when confirming implant selection prior to opening. Affected side: right.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of a singular x-ray image does depict and confirm the reported dislocation event. It was not possible however to determine the root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: e1 (facility name).